Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer is having high blood glucose and she has taken shots in the last 24hrs to bring blood glucose down last night and this morning, and changed set 2 times and her blood glucose is coming down now. Customer took a shot, then blood glucose was 390 mg/dl 4u maybe she bloused for breakfast with pump 2hrs blood glucose was 434 mg/dl. She just checked it again while on the phone with healthcare provider blood glucose was 288 mg/dl. Customer having high blood glucose, she has stopped using the insulin pump due to boils. Last night she developed a boil on her site and when she change site again the other site was inflamed and her current site seems fine but she isn't getting insulin. Patient's blood glucose at time of incident: 350 mg/dl. Patient's current bg: 288 mg/dl. Customer reports the symptoms related to their high blood glucose was slight headache, tired. The insulin pump will not be returned for analysis.